Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned

Event description:
It was reported occlusion alarms occurred. Additionally, it was reported that the customer was hospitalized; details and nature of hospitalization were not provided. A blood glucose level was not provided. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issues; however, no response was received from the customer.